Event description:
A replacement device was sent to the patient because the patient stated that she felt a shock from the electrodes. On (B)(6) 2010 lifewatch contacted the patient and a questionnaire was filled out. The patient stated that she was sitting in class and felt a shock from the red electrode that jumped to the white electrode.

Manufacturer narrative:
Device was returned on (B)(4) 2100 and in house preliminary testing has not been performed.